Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and used cold insulin to when filling the cartridge. Reportedly, customer did not do the air removal step. Customer¿s blood glucose level was 147 mg/dl. The customer continued to use the pump for insulin therapy.